Manufacturer narrative:
The initial MDR 2432235-2017-00631 was filed (B)(6) 2017. Additional information (B)(6) 2018): a siemens headquarter support center (hsc) representative reviewed the available data and found that the siemens customer service engineer (cse) performed standard maintenance on the automation gates and did not replace any parts. Log files from the time of the event are unavailable. The effectiveness of the gate maintenance was monitored for 3 weeks after with no reoccurrence of a delay in troponin testing reported.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report delayed testing. The customer stated there were no errors to indicate there was an issue. A siemens customer service engineer (cse) was dispatched to the customer site. The cse cleaned the divert and interface gates and the puck rotator. The cse concluded that when the sample diverted to the analyzer, the interface gate did not recognize that there was a sample to be aspirated. The cause of the delay is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A "stat" troponin aliquot tube remained at the interface gate of the advia labcell sample manager without being aspirated by an analyzer, causing delay in reporting. The customer had multiple sample delays but provided one example of a sample that was loaded on the track at 11 am and was found at the dimension vista gate three hours later. The customer had no further information, and was unable to provide details including sample ID, patient results and if there was any change to patient care due to the delay.